Event description:
This has been an ongoing issue for many months. The bd insulin syringes with ultra fine needle comes in boxes with 10 packs enclosed. In every ten packs 3 to 5 of the syringes orange colored caps covering the needles are on so tight they cannot be removed at all or are so tight removing them damages the needle. Completely unacceptable level of quality!